Event description:
The pt underwent partial resection of under jaw bone (see the photos attached), and primary mandibular recon plate placement (primary surgery date unknown). The pt complained of pain in a routine exam in 2005. The surgeon found that the pt experienced under jaw bone fracture, and plate breakage. The surgeon performed retrieve surgery the following month. The surgeon assumed that plate breakage occurred due to partial resection. The surgeon stated that he decided to use the primary plate as a reinforcement. The surgeon would like to know applicable bone mass to use the primary plate.